Event description:
Scrub pulled arterial sheath out of package, and it was noted that the tip was bent and loose when wiggled. Silk road representative in room and stated there may be something wrong with the sheath and not to use. Entire system passed off field prior to patient entering room. New system opened and used. Not sure if manufacturer defect or user error when removing from sheath. .